Manufacturer narrative:
Date of event: unknown, not provided. But the best estimate date is between (B)(6) 2021. (B)(6). The device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted from the patient's right eye due to patient being unhappy with visual acuity. Account provided that the impact to the patient was decreased visual acuity. Account indicated that it was unknown if there was loss of two lines or more of best corrected visual acuity (bcva). The lens was replaced with a different model iol. There was no further surgical or medical intervention required. Patient was reportedly doing well when discharged. Visual acuity readings provided as 20/150 pre-initial implant and 20/20 for post-initial implant as well as post-replacement. No further information is available.